Event description:
As reported in (B)(4).

Manufacturer narrative:
No product was returned for investigation. Unable to ascertain the cause of the reported problem. Device history record was reviewed. All quality records are complete and in order. No non-conformity and no similar complaint were recorded for this lot number. Devices are 100% leak tested. Risk of port leakage is identified in this risk analysis. Review of labeling shows detailed/adequate instruction to safely access the port with a non-coring needle. Most frequent cause of a port leakage is an improperly accessing the port.